Manufacturer narrative:
Investigation summary: it was reported that there was no label on the outside of the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with no packaging flow wrap. One syringe has the barrel label and the other one does not. This defect can occur during the stop /start of the labeler machine. A device history record review was completed for provided material 306594, lot number 0210273. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: the review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Probable root cause. It could be possible that the labeler machine stopped and when was re started the unit with no label went through and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp had no label. This occurred on 6 occasions. The following information was provided by the initial reporter: on (B)(6) 2021, when the nurse was preparing to maintain the indwelling needle in the ward, it opened the package and found that there was no label on the outside of the syringe. The nurse was afraid to use it and could only be discarded.